Event description:
It was reported by patient's legal representative that patient underwent primary hip surgery on (B)(6) 2008 on one side, with primary surgery on the other side on (B)(6) 2010. The claim states that the patient is considering revision surgery due to a deviation in cocr levels, a cyst on the left side, and increasing complaints from both hips. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.

Manufacturer narrative:
Additional information was received from patient's legal representative on (B)(6) 2013, indicating the patient underwent revision procedure on the right side on (B)(6) 2013.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No revision procedure has been performed and no product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; implant date - (B)(6) 2008 (one side) and (B)(6) 2010 (other side). Initial reporter - unknown; manufacturing date - unknown. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2013-00084 and 3002806535-2016-00186). This report is based on allegations set forth in patient's complaint and the allegations therein are unverified. Product location unknown.

Event description:
Legal counsel for the patient reported that patient underwent total hip arthroplasty on (B)(6) 2008 on an unknown side and underwent a total hip arthroplasty on (B)(6) 2010 on the opposite side. Patient's legal counsel further reports a revision procedure has been indicated due to elevated metal ion levels, a cyst on the left side, and other unknown allegations for both hips. However, no revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified. Additional information received from patient's legal counsel noted the patient underwent a right revision procedure on (B)(6) 2013. It was further reported the patient underwent a left revision procedure on (B)(6) 2014.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions." Number 29 states, "a limited number of case reports in the medical literature have suggested the potential for systemic effects of elevated metal ion levels resulting from device wear in mom hip systems."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. The acetabular shell exhibited multi-directional scratches on the articulating surface which may be indicative of third-body wear. Observations made on the components suggest that edge loading of the femoral head may have contributed to the revision; however, a conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported a patient underwent a hip revision approximately five years post-implantation due to elevated metal ion levels, thickened capsule, and cyst.